Event description:
Information received by medtronic indicated that the insulin pump had no motor movement or negligible movement, retries to free a stuck motor failed error. Customer was able to clear the alarm and was not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = black. Customer complained about insulin pump error 38 alarm when trying to rewind the insulin pump found event date january 13, 2022. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test due to constant insulin pump error 38 alarm during rewind. Insulin pump history was download successfully. Device received insulin pump error 38 alarm during rewind due to isolated to motor assembly noted. The test p-cap locks properly in place in the reservoir compartment noted. Device was cut/open and inspected no moisture damage inside the insulin pump. Device perform visual inspection and pump received with no cosmetic damage found. Insulin pump error 38 was found in the formatted history file on the event date. (B)(6) 2022 19:50:06.000 to (B)(6) 2022 20:27:13.000 alarm alert notification fault number = stuck motor alarm (38). Confirmed insulin pump error 38 alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.